Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log and archive analysis. Analysis found that there was not fault with the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that in a cadaver lab on saturday, (B)(6) the o arm would state 3d disabled. Rebooted the o2 and the s8 system with the network cable connected and disconnected. The system was able to receive 2 3d images prior to this issue. The o2 was successful with other s8 systems to complete 3d spins. It was further reported the system was running 1.2. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis.